Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2018-08076, 0001825034-2018-08077. Concomitant medical products: vanguard cr ilok fem-rt 65, item# 183008, lot# j3858590. Vngd ant stblzd brg 12x71, item# 189062, lot# 716180. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent right primary knee surgery and subsequently the patient was revised for unknown reasons. No additional information is available at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.